Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery an ophthalmic knives were blunt and not able to create port in cornea. Surgery was completed with no report of patient harm. This complaint is pertaining the three of four reports received from the initial reporter.

Manufacturer narrative:
Five opened knives, in blisters were received for the report of blunt knives. Samples were visually inspected and all five samples were conforming. Functional penetration testing was performed, sample 1 was conforming and sample 2-5 were nonconforming. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the returned opened sample 1 was found to be visually and functionally conforming, therefore blunt knives as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The returned opened sample 2-5 were found to be functionally nonconforming, therefore blunt knives was confirmed and the root cause of the blunt knives is the electropolishing process in the cutting instruments manufacturing process. Sample 1 met specification. The root cause of the nonconforming penetration value of the cutting instrument samples 2-5. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.